Manufacturer narrative:
Manufacturer has tested the retain samples and found the retain samples within specification.

Event description:
Bristle fell out into the consumer's mouth while brushing the teeth.